Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted along with concurrent total abdominal hysterectomy. Patient underwent mesh removal on (B)(6) 2008 due to erosion and urinary retention. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with hemorrhagic corpeus lutuem cyst and benign cyst due to chronic pelvic pain, endometriosis and stress urinary incontinence.

Manufacturer narrative:
Additional narrative: it was reported that patient underwent mesh removal due to pain, erosion, infection, dyspareunia, urinary problems and vaginal scarring. (B)(4) - urinary/ bowel problems. The alert date of this file has been reviewed and updated based on FDA cdrh¿s communication and realignment on the definition of aware date when reviewing medical records for litigation complaints. The aware date is when ethicon has reviewed the medical records and either determined that an event is MDR reportable or has identified additional or corrected information related to a previously submitted MDR.

Manufacturer narrative:
Date sent to the FDA: 11/29/2016. Additional information: age/date of birth.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.